Event description:
Following the tvt procedure, the pt experienced urinary retention. The info provided indicates that it was due to a large, untreated cystocele. The tvt mesh was cut laterally to the uretha 36 hours post-operative. The pt made a full recovery and was continent thereafter.